Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device dgr, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7316938. Common device dgr, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7316938.

Event description:
It was reported the patient's experiencing ineffective stimulation. Troubleshooting performed did not resolve the issue. Surgery may take place later to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the drg system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.